Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a wide range of pacing impedance measurements from 300 ohms to 3000 ohms. At this time, no changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.